Event description:
A patient in (B)(6) was hospitalized in the ICU with hemolysis sometime following a dialysis treatment which included a polyflux 210 h dialyzer. Limited information was provided with regard to this event,

Manufacturer narrative:
The involved dialyzer revaclear 400 was investigated and no defect could be found. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No further complaint was reported for this lot number.